Manufacturer narrative:
Additional information: sections b.3, d.6b, d.9 & h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, as well as a severed electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. The residual gas analysis (rga) test was above the test limit. This device had moisture that exceeded the rga test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing performance concerns. Revision surgery is scheduled.

Manufacturer narrative:
The recipient presented with poor speech understanding and sound quality issues; however, continues to wear the device. It is noted that the recipient experiences intermittencies despite equipment exchange. Device testing revealed results within normal limits. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.